Event description:
Anesthesia machine was checked in usual manner. Patient was brought into or suite and easily intubated. Anesthesia later noted ventilation of patient was progressively more difficult. Placement of endotube was assessed and patient found tobe appropriately intubated. Emergency trcheostomy was performed by surgeon. Continued difficulty with ventilation was noted. When machine was disconnected for suctioning, patient's chest deflated on its own. At this time, realized machine had prevented patient from exhaling completely. Original operative procedure was cancelled and patient taken to ICU. Equipment evaluation showed expiratory valve tobe partially obstructeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: valve - directional. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.